Event description:
Neonate on ventilator with the rate set to 35. The neonate's nurse went on a 30 minute break and when the nurse returned, the nurse discovered that the returned rate on the ventilator was at 40. Physician was contacted and the rate was decreased back to the ordered rate. There was no harm to the neonate. There were no further problems with the vent until on recently. The respiratory therapist was conducting rounds on vent checks. The therapist discovered this neonate's vent rate was set at 50. (It was supposed to be rate 45.) The rn caring for the neonate indicated that she did not make the change. The physician was notified. Vent pulled from service and a new vent was placed. Again, there was no harm to the neonate. The vent was brought to the biomedical engineering dept. For inspection. Biomed sequestered the unit and gathered information regarding the events. Biomed has run the unit for approximately 11 days in the shop and the vent has not changed rates by itself. Biomed plans on performing preventive maintenance on the unit and to send it back into service.